Manufacturer narrative:
The osv ii valve (09712) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the returned valve was decontaminated and visually inspected; traces of tears and cuts were found on the housing. The valve was leak tested; the leak test failed due to a tear on the housing. Root cause - the complaint is confirmed. The root cause for the ¿crack and cerebrospinal fluid leaking¿ is due a sharp or pointed object coming into contact with the valve in view of the cut and tear marks on the valve. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that after implantation of the osv ii valve (909712), cerebrospinal fluid (csf) leaked from the reservoir where a crack was noted. The valve was replaced with another model. The replacement used was "hydrocephalus shunt system sphera duo - ref adm 10223d / lot1080 / hpbio." There was no significant surgical delay.